Event description:
During change of shift intravenous drip handoff and safety check, both rn's noticed the dexmedetomidine bag was completely empty. A new 250ml bag was recently hung by another staff rn on unit. Thirty minutes later, the previous rn and this rn had noticed the bag was already empty and the pump was alarming "air in line." The settings were checked and confirmed by both rn's. The settings on the pump were all correct, dose of 1.5 mcg/kg/hr, rate of 28.13 ml/hr however the whole bag was gone. The volume on the pump still read there was 204ml left. The sigma pump malfunctioned and the patient received 250ml of dexmedetomidine over about a half hour. The patients vital signs were stable and the physician was notified and patient was assessed at the bedside. This rn will continue to monitor patient.